Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported that the ilet issued an occlusion alarm during insulin pump therapy with blood glucose (bg) at 177 mg/dl. The user contacted technical support, where tubing was tested, delivery was resumed, and the user was instructed to monitor. On (B)(6) 2025 the caregiver confirmed that no additional occlusion alarms had occurred. No hospitalization, treatment, or long-term health effects were reported.